Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 450-500mg/dl. Manual injections were administered and water was consumed to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to different issue identified.